Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported through additional information that this lead was also involved in an infection last year. There were no additional adverse patient effects reported. Further investigation was done but no pertinent information received. All available information indicates that the product was surgically abandoned.